Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) battery longevity was observed to have decreased from 12% to 6% remaining over the course of three months. Boston scientific technical services was contacted and confirmed that the battery was depleting prematurely. It was recommended to perform device replacement or repeat data analysis within a provided timeframe. At this time, the s-ICD remains implanted and in-service. No adverse patient effects reported.